Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while backloading the catheter over the guidwire, resistance was met. When the wire came out the other end of the catheter it was noted that the wire coating was coming off. The wire was pulled out and the procedure was completed. No coating fell into the patient. The procedure was completed with subject device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device confirmed that the ptfe coating was torn. No other defects were noted. The od of the wire was measured with a calibrated micrometer at three locations along the wire and found to be within specification. Additionally, the boston scientific spyscope used in the procedure was inspected. The device appeared to be in good condition with no obvious visual deformities. To verify the complaint, a guidewire (.80mm) was passed all the way through the catheter of the scope. No obstruction could be found. Although the exact cause of failure could not be determined at this time, it is probable that the resistance felt by the user while trying to backload the guidewire into the catheter may have caused the damage to the wire. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while backloading the catheter over the guidewire, resistance was met. When the wire came out the other end of the catheter it was noted that the wire coating was coming off. The wire was pulled out and the procedure was completed. No coating fell into the patient. The procedure was completed with subject device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.